Event description:
It was reported that during an unknown surgery, cdh25b was used. Usually the doctor uses pcdh, but the nurse opened cdh25b by mistake and pcdh was used. It was used on rectum. The doctor did not grip the fire ring until the end because the doctor who fired the anastomotic was not used to using it. The staple was malformed and failed to dissect. Since the rectum could not be dissected, the rectum was dissected by transanal anastomosis. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 1/28/2025 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional event information: do you know the location of the rectal incision (e.g., ra, rb, etc.)? Rb case. Was there any bleeding at the time of this event? (Please also tell us if there was any blood transfusion.) Especially, it has not happened directly due to instrumental problems. No blood transfusions. Are there any problems with the patient's condition? No, there are no problems. The patient is stable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.